Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). Due to insufficient procedural information, further system/instrument log investigation cannot be performed.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the staff converted the procedure to open. During follow up with the robotics coordinator (roco), it was learned the conversion was likely due to patient anatomy issues and there was no report of malfunction of the davinci system. There is insufficient information regarding the details of the conversion.